Event description:
It was reported to philips that the device cannot enter program. The device was in clinical use at the time of the alleged malfunction, however there was no indication of harm to the patient or user. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.